Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-103mg/dl fasting. Verified the strips expire 07/21/2017. Customer confirms the stripsand meter are stored in the kitchen. Customer confirms the strips were first opened (B)(6) 2015. Reviewed meter memory: 1:151mg/dl (B)(6) 2015 09:30:00 am fasting:yes. 2:166mg/dl (B)(6) 2015 09:30:00 am fasting:yes. 3:244mg/dl (B)(6) 2015 09:30:00 am fasting:yes. 4:142mg/dl (B)(6) 2015 10:44:00 am fasting:yes. 5:144mg/dl (B)(6) 2015 11:44:00 am fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-103mg/dl fasting. Verified the strips expire 07/21/2017. Customer confirms the strips and meter are stored in the kitchen. Customer confirms the strips were first opened (B)(6) 2015. Reviewed meter memory (B)(6). No adverse event reported.